Manufacturer narrative:
An attempt to obtain more information is currently being made. If any additional information does become available, this report will be updated. Reference: zucchelli g, bongiorni mg, di cori a, soldati e, solarino g, fabiani I, segreti l, de lucia r, viani s, coluccia g, paperini l. Cardiac resynchronization therapy after coronary sinus lead extraction: feasibility and mid-term outcome of transvenous reimplantation in a tertiary referral centre. Europace. 2011: epub before print.

Event description:
Boston scientific received information in a journal article of a study evaluating the feasibility and outcome of left ventricular (lv) lead reimplantation, including the incidence of infections, malfunctions, and mortality. The study involved patients where the lv lead was being removed and replaced with a cardiac resynchronization therapy system. The reasons for the initial lv lead removal were grouped into two categories: malfunction and infection. The lv leads used in this study were from several different manufacturers, including boston scientific. A total of 90 patients underwent lv lead reimplantation. During the study, 4 infections and 6 malfunctions occurred that required surgical intervention; two cases during the same hospitalization. The details of the lead malfunctions were not provided. In addition, five deaths were observed during the study in the infection group; 2 were due to heart failure and 3 were due to non-cardiac causes. The specific details on the non-cardiac cause of death was not provided in the article and there were no indications that it was due to lv lead involvement. No specific serial number information was provided in the article.